Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was under 240 mg/dl. Customer did not respond to multiple contact attempts made by tandem technical support to obtain additional information.